Manufacturer narrative:
Concomitant products: 693558 lead, implanted: (B)(6) 2012.

Event description:
It was reported that during post operative check and x-ray the atrial lead was noted to be dislodged. It was further reported the patient had loss of atrial-ventricular synchrony. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.